Event description:
It was reported that the right ventricular (rv) lead had frequent undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. Maximum r-wave amplitude drops from 15.5 mv the week ending (B)(4) 2014 to <(><<)> 8.5 mv the week ending (B)(4) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.